Event description:
Film review analysis: review of pre-implant 3d films and sizing worksheet revealed that the patient had a conical shaped proximal neck; the diameter was 25mm just below the renals and 2cm lower was 31mm. The neck was calcified and mildly angulated. The distal aorta was calcified; however the size could not be obtained from the films. The iliac arteries were severely tortuous; especially the left common iliac which had a >90 acute lateral bend at mid-length. The left common iliac artery ranged in diameter from 12 - 13 -18mm, and the right common iliac artery diameter ranged from 12 - 14mm. Both iliacs were extensively calcified. The access vessels were >10mm bilaterally. The cause of the reported left limb occlusion post-implant could not be determined. Films during and post implant were not available for review and the occlusion event could not be assessed. However, it is possible that the severely tortuous and calcified left common iliac artery may have contributed. Films post-intervention were not returned.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The patient had severe iliac tortuosity. A self-expanding stent was implanted at the index procedure. The patient presented emergently. It was reported that there was occlusion in the left iliac stent graft limb. The patient had a thrombectomy and another self-expanding stent was implanted. The event has resolved. The physician stated that the cause of event was due to severe tortuosity. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).